Event description:
Bayer case number: (B)(4) lumbalgia [lumbalgia] , digestive disorders [digestion impaired] , acute gastritis [acute gastritis] , bruxism [bruxism] , recurrent tooth infections [tooth infection] , urinary infections [urinary infection] , pudendal nerve inflammation [pudendal neuralgia] , neurosensory disorders [sensory disturbance] , musculoskeletal disorders [musculoskeletal disorder] , herniated discs [herniated disc] , motor disorders [motor dysfunction] , difficulty walking [difficulty in walking] , claudication [claudication] , worsening of radiculalgia [radicular pain] , small extrusion-type hernia [hernia] , health is compromised by a weakened immune system [immunodeficiency] , impacting daily life [activities of daily living impaired] , gastric ulcer [gastric ulcer] , weakness of the right lower limb [muscle weakness lower limb] . Case narrative: the below report was received by health authority (reference number: (B)(4) on 26-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbalgia") in a 58-year-old female patient who had essure inserted (lot no. C68119) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced dyspepsia ("digestive disorders"), gastritis ("acute gastritis"), bruxism ("bruxism"), tooth infection ("recurrent tooth infections"), urinary tract infection ("urinary infections"), pudendal canal syndrome ("pudendal nerve inflammation"), sensory disturbance ("neurosensory disorders"), musculoskeletal disorder ("musculoskeletal disorders"), intervertebral disc protrusion ("herniated discs"), motor dysfunction ("motor disorders"), intermittent claudication ("claudication"), radicular pain ("worsening of radiculalgia") and hernia ("small extrusion-type hernia"). On unknown date she experienced back pain (seriousness criterion intervention required), gait disturbance ("difficulty walking"), immunodeficiency ("health is compromised by a weakened immune system"), loss of personal independence in daily activities ("impacting daily life"), gastric ulcer ("gastric ulcer") and muscular weakness ("weakness of the right lower limb"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2024. At the time of the report, the immunodeficiency and loss of personal independence in daily activities had not resolved. The outcomes for back pain, dyspepsia, gastritis, bruxism, tooth infection, urinary tract infection, pudendal canal syndrome, sensory disturbance, musculoskeletal disorder, intervertebral disc protrusion, motor dysfunction, gait disturbance, intermittent claudication, radicular pain, hernia, gastric ulcer and muscular weakness were unknown. No causality assessment was received for essure with regard to dyspepsia, gastritis, bruxism, musculoskeletal disorder, immunodeficiency, loss of personal independence in daily activities, tooth infection, urinary tract infection, pudendal canal syndrome, sensory disturbance, intervertebral disc protrusion, motor dysfunction, gait disturbance, intermittent claudication, radicular pain, hernia, gastric ulcer, back pain or muscular weakness. The reporter commented: current patient condition: despite the explantation of the essure implants on (B)(6) 2025, the patient's health is compromised by a weakened immune system, impacting their daily life. They have undergone numerous medical consultations and examinations, and their disability recognition application (rqth) is in progress. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2026: comparison with the previous MRI, from (B)(6) 2025. Absence of morphological abnormality or signal from the spinal cord. No constitutionally narrow spinal canal. No suspicious bone signal abnormalities were detected no loss of height of the vertebral bodies. No infiltration of the explored peri-spinal soft tissues. Analysis of intersomatic spaces reveals: at l1-l2: no discopathy or hernia. At l2-l3: extrusion-type hernia, posterolateral right, entering the foramen, slightly in contact with the emergence of the right l2 root, measured at 9 x 4 mm compared to 11 x 5.5 mm previously. At l3-l4: no clear discopathy or hernia. At l4-l5: no clear discopathy or hernia. In ls-s 1: moderate discopathy, without canal narrowing, hernia or conflict. In conclusion: we have found a small extrusion-type hernia, posterolateral right, at l2-l3, barely in contact with the emergence of l2 on the right, but a little less voluminous than before. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Lumbalgia [lumbalgia] , digestive disorders [digestion impaired] , acute gastritis [acute gastritis] , bruxism [bruxism] , recurrent tooth infections [tooth infection] , urinary infections [urinary infection] , pudendal nerve inflammation [pudendal neuralgia] , neurosensory disorders [sensory disturbance] , musculoskeletal disorders [musculoskeletal disorder] , herniated discs [herniated disc] , motor disorders [motor dysfunction] , difficulty walking [difficulty in walking], claudication [claudication], worsening of radiculalgia [radicular pain] , small extrusion-type hernia [hernia] , health is compromised by a weakened immune system [immunodeficiency] , impacting daily life [activities of daily living impaired] , gastric ulcer [gastric ulcer] , weakness of the right lower limb [muscle weakness lower limb] . Case narrative: the below report was received by health authority (reference number: (B)(4) on 26-feb-2026. The most recent information was received on 10-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbalgia") in a 58 year-old female patient who had essure inserted (lot no. C68119) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced dyspepsia ("digestive disorders"), gastritis ("acute gastritis"), bruxism ("bruxism"), tooth infection ("recurrent tooth infections"), urinary tract infection ("urinary infections"), pudendal canal syndrome ("pudendal nerve inflammation"), sensory disturbance ("neurosensory disorders"), musculoskeletal disorder ("musculoskeletal disorders"), intervertebral disc protrusion ("herniated discs"), motor dysfunction ("motor disorders"), intermittent claudication ("claudication"), radicular pain ("worsening of radiculalgia") and hernia ("small extrusion-type hernia"). Essure was removed on (B)(6) 2024. On unknown date she experienced back pain (seriousness criterion intervention required), gait disturbance ("difficulty walking"), immunodeficiency ("health is compromised by a weakened immune system"), loss of personal independence in daily activities ("impacting daily life"), gastric ulcer ("gastric ulcer") and muscular weakness ("weakness of the right lower limb"). The patient was treated with surgery (hysterectomy). At the time of the report, the immunodeficiency and loss of personal independence in daily activities had not resolved. The outcomes for back pain, dyspepsia, gastritis, bruxism, tooth infection, urinary tract infection, pudendal canal syndrome, sensory disturbance, musculoskeletal disorder, intervertebral disc protrusion, motor dysfunction, gait disturbance, intermittent claudication, radicular pain, hernia, gastric ulcer and muscular weakness were unknown. No causality assessment was received for essure with regard to dyspepsia, gastritis, bruxism, musculoskeletal disorder, immunodeficiency, loss of personal independence in daily activities, tooth infection, urinary tract infection, pudendal canal syndrome, sensory disturbance, intervertebral disc protrusion, motor dysfunction, gait disturbance, intermittent claudication, radicular pain, hernia, gastric ulcer, back pain or muscular weakness. The reporter commented: current patient condition: despite the explantation of the essure implants on (B)(6) 2025, the patient's health is compromised by a weakened immune system, impacting their daily life. They have undergone numerous medical consultations and examinations, and their disability recognition application (rqth) is in progress. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2026: comparison with the previous MRI, from (B)(6) 2025. Absence of morphological abnormality or signal from the spinal cord. No constitutionally narrow spinal canal. No suspicious bone signal abnormalities were detected no loss of height of the vertebral bodies. No infiltration of the explored peri-spinal soft tissues. Analysis of intersomatic spaces reveals: at l1-l2: no discopathy or hernia. At l2-l3: extrusion-type hernia, posterolateral right, entering the foramen, slightly in contact with the emergence of the right l2 root, measured at 9 x 4 mm compared to 11 x 5.5 mm previously. At l3-l4: no clear discopathy or hernia. At l4-l5: no clear discopathy or hernia. In ls-s 1: moderate discopathy, without canal narrowing, hernia or conflict. In conclusion: we have found a small extrusion-type hernia, posterolateral right, at l2-l3, barely in contact with the emergence of l2 on the right, but a little less voluminous than before. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-mar-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.